Manufacturer narrative:
No prod will be returned for evaluation.

Event description:
The pt stated, that his infusion device began to beep and had "77s" displayed on the screen. He stated that, he was still using the recalled power packs and the power pack had been in use for longer than 2 weeks. The pt was able to insert a new power pack and his infusion device functioned properly. The pt stated that, he was aware that the power packs had been corrected, but he wanted to use the remainder of his supply. The pt was advised to discontinue use of the recalled power packs. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No prod will be returned for evaluation.